Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log history was not provided therefore no review could be performed. The reported device was not returned to brézins for investigation. According to provided information, this complaint was reported as a dir by tga (australian authorities) and was closed by tga without requesting any investigation from us. No additional information can be provided. Therefore the root cause of the reported issue could not be identified. However, if we do get information later on we may re-open the complaint and pursue the investigation. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: not investigated. The trend is: normal.

Event description:
The following has been reported by customer: this complaint was reported to us by(B)(4): "nurse entered patients room, observed that agilia pump was increasing flow rate without any buttons being pressed. Nurse attempted to stop infusion but none of the buttons were working and pump constantly beeping. Only able to stop infusion by physically removing line from pump." Reporting as a conservative measure. Adverse effects were not reported. Additional information is needed to complete the investigation.